Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), seizure ('seizures') and genital haemorrhage ('I was having a lot of pain and bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not conducted essure confirmation test". The patient's medical history included dysfunctional uterine bleeding. Previously administered products included for an unreported indication: albuterol. Concurrent conditions included seizures, migraine, headache, anxiety, obesity and bipolar disorder. Concomitant products included amitriptyline, butalbital;caffeine;paracetamol (fioricet), lamotrigine and pyridoxine hydrochloride (vitamin b6). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uit/ uti"), anxiety ("anxiety"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and vulvovaginal mycotic infection ("yeast infections"). In (B)(6) 2014, the patient experienced seizure (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain had resolved and the seizure, urinary tract infection, anxiety, migraine, headache, vulvovaginal mycotic infection and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, anxiety, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, seizure, urinary tract infection, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: date discrepancy noted in essure insertion date ((B)(6) 2013) and essure removal date ((B)(6) 2013) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 21-may-2019: pfs received ¿ new event genital hemorrhage were added. Medical history and concomitant medication (amitriptyline, vitamin b6, fioricet and lamotrigine) were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and seizure ("seizures") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not conducted essure confirmation test". The patient's medical history included dysfunctional uterine bleeding. Concurrent conditions included seizures, migraine, headache, anxiety and obesity. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uit/ uti"), anxiety ("anxiety"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and vulvovaginal mycotic infection ("yeast infections"). In (B)(6) 2014, the patient experienced seizure (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain had resolved and the seizure, urinary tract infection, anxiety, migraine, headache and vulvovaginal mycotic infection outcome was unknown. The reporter considered abdominal pain, anxiety, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain, seizure, urinary tract infection, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: date discrepancy noted in essure insertion date (B)(6) 2013) and essure removal date (B)(6) 2013). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 11-feb-2019: pfs and medical record received. Reporter's information was updated. Events added: abnormal bleeding (vaginal, menorrhagia), uti, anxiety, migraines, headaches, dysmenorrhea (cramping), seizures, abdominal pain, yeast infections, did not conducted essure confirmation test. Event outcomes for abnormal bleeding, pain and cramping were updated. Medical history was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure implant). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.